Event description:
The field engineer reported that the system would not generate x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The igbt board and high voltage generator was replaced. The system was then found to be operating as intended